Event description:
It was reported that the procedure was to treat a lesion in the left superficial femoral artery with mild calcification. The vessel was prepped at 8 atmospheres with an unspecified 6 mm balloon catheter. The vessel diameter was 5-6 mm. A 5.5x150mm supera peripheral stent system was advanced and the stent was deployed. However, when the deployment lock was unlocked and the thumb slide was advanced distally, the stent did not deploy from the outer sheath. Reportedly, no portion of the stent was deployed inside of the introducer sheath and the stent system with the stent included was simply removed from the patient. Another supera stent was used to treat the lesion. There was no adverse patient effect; however, there was a slight delay in the procedure but not reported to be clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment difficulty could not be confirmed due to the stent already being deployed on the returned unit. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database and historical record files revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.